Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 26, 2020.

Manufacturer narrative:
This report is submitted on 7 may 2020.

Event description:
It was reported that the patient experienced infection at implant site and subsequently the device was explanted on (B)(6) 2020. The patient was not re-implanted with a new device.